Manufacturer narrative:
The reported issue could not be confirmed. A replacement baton was sent to the customer.

Event description:
It was reported that the light on the pediatric baton was intermittently dim. No patient injury was reported.